Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room due to shocks received from their device. Upon interrogation, it was noted that the right ventricular (rv) lead had high/undefined superior vena cava (svc) impedance. Follow up was refused by the device clinic. The lead is still in use. No patient complications have been reported as a result of this event.